Manufacturer narrative:
(B)(4). There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet(s) are not functioning as intended leading to regurgitation and/or stenosis. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 21mm bioprosthetic aortic heart valve is failing after an implant duration of approximately seven years, seven months due to aortic stenosis resulting from complete failure of a leaflet. The date of type of intervention is currently unknown.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis, insufficiency, and leaflet immobility remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event.

Event description:
Edwards received additional information through follow-up with the health care provider that the patient underwent valve-in-valve intervention with a 23mm transcatheter valve due to severe symptomatic aortic stenosis with complete failure of the a leaflet and severe insufficiency. Pre-op cardiac catheterization demonstrated a peak-to-peak gradient of 25mmhg and a valve area of 0.8 cm2 with ejection fraction of 25%. The patient had developed severe pulmonary hypertension, severe left ventricular dysfunction, and left bundle branch block. The 23mm transcatheter valve was implanted with excellent function. The patient was transferred to the cv ICU in stable condition.